Event description:
The device was used during a laparoscopic bullectomy procedure. Reportedly, the staple did not form properly. The surgery applied another device to complete the procedure. The hospital has reported no patient injury occurred.